Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Compliant alleged that during a routine shift check by a clinician the device's mfc connector was found to be damaged. Complainant indicated that there was no patient involvement in the reported malfunction.